Event description:
A pump motor stall alarm was occurring. The pump was replaced. There was reported to be no patient injury. The patient was "ok" following the replacement. The device system was used to deliver baclofen with a concentration of 1500 mcg/ml.

Manufacturer narrative:
(B)(4).